Event description:
It was reported that a patient underwent a c-section on an unknown date in 2024. The post-discharge patient returned to the hospital with suture dehiscence. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Will any products be returned for evaluation? It is not possible to send product for analysis, since it is not available. Provide patient demographic information including age, sex, weight, and bmi at the time of the index procedure. Information is not available date and name of the index surgical procedure? Information is not available the diagnosis and indication of the index surgical procedure? Diagnosis: pregnancy, procedure: caesarean section. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What tissue was the suture used on? Skin in the case of prolene. What was the state of the tissue (normal, thin, calcified, fragile, diseased)? Information is not available. How was the suture placed (interrupted or continuous)? Keep going. How was the suture tied (square knot or multiple knots at one end)? Information is not available. What dehiscent tissue? Fur. Describe the appearance of the suture during the second procedure. Did the suture break after the operation? Information is not available. Did the suture not catch on the tissue after the operation? Information is not available other? Information is not available. Did the suture break? If so, where was the break noted (ending, middle, end)? Date/time of onset of dehiscence? (# days after the operation) information is not available. How was the dehiscence managed? Information is not available describe any surgical interventions required for wound dehiscence, including date and findings. Did the surgical surgeon observe any suture deficiencies or abnormalities before, during, after suture placement, or during any reoperation? The information is not available, patients are not seen in the clinic for subsequent review. What symptoms did the patient experience after the index surgical procedure? Start date? Information is not available. Any other relevant patient history/concomitant medications? Information is not available what is the physician's opinion regarding the etiology or contributing factors to this event? They report that it may be multifactorial. Post-discharge care, comorbidities such as obesity, nutrition, etc. What is the patient's current status? Information is not available. Product codes and lot numbers? Information is not available.